Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: no defect was found. Black box shows no evidence of alarms, no unusual alarms are observed in the alarm history. The pump was exercised for 24hr with no alarms occurring. Inspection shows no intermittent condition on the circuit board.